Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients and is often related to touch contamination during the pd exchange. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that resides on human skin. Based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a kidney infection. During additional follow-up, the pd nurse reported the patient was experiencing cloudy pd effluent on (B)(6) 2020. As a result, the patient was seen in the outpatient pd clinic and a pd culture was obtained (same day) which yielded growth of staphylococcus epidermis. The patient was initially treated with vancomycin 1500mg intra-peritoneal (ip) on an outpatient basis for peritonitis. However, per the nurse, the patient had subsequent report of nausea and vomiting related to the peritonitis infection. As a result, the patient was subsequently hospitalization on (B)(6) 2020 for the peritonitis event. It was reported the patient was continued on pd therapy and unknown antibiotics in the hospital. Per the nurse, the patient is recovering. However, the patient remained hospitalized at the time follow-up was completed but was reportedly expected to be discharged. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The pd nurse attributed the peritonitis to touch contamination during the pd exchange.